Event description:
Report received of a "spark" noted at the plug when it was inserted into a wall socket. The device was returned from an unknown source to central supply with an unsigned note that stated "plug sparked when plugged in". No tracking info was available in order to obtain specific pt or event details. There was no report of any adverse pt effect. Though requested, no further info was available.